Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of <1. On (B)(6) 2022 the patient returned and was hospitalized due to heart failure with the mr increased to 3-4 as the disease had progressed. The clip was stable on both leaflets. A second procedure was performed on 06/10/2022; one clip was implanted reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the reported mitral regurgitation appears to be related to patient conditions and due to disease progression. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the heart failure requiring intervention was due to disease progression. No additional information was provided.